Manufacturer narrative:
Please note the correction to d9. The complaint could be confirmed, since the information for evaluation got confirmed from distribution. Inspection of the received information/evidence are done or will be done, in the proceedings of the sales force. Based on investigation, the root cause was attributed to a distribution issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The following even was reported by the sales rep: "a request was sent by the operating room to the loan department for a metatarsophalangeal prosthesis, for an operation scheduled for monday (B)(6) 2025. At around 11:30 a.m., the (B)(6) operating room called me to ask about our implants. At the same time, I learn that an operation is underway at the center, with the patient on the table and anesthetized. After some discussion with the operating room, we realize that they don't have the right implants, staff realized that they had received the "swanson hand" implants instead of the "swanson foot" implants. At 12 p.m., doctor calls me, annoyed and stressed by the situation, as a patient has been put to sleep and placed on a table, fortunately we realized the error before making the incision and preparing the joint. Based on this issue the operation got canceled/postponed, and patient had to be aroused from narcosis. The patient was woken up and the patient rescheduled for (B)(6) 2025."

Event description:
The following even was reported by the sales rep: "a request was sent by the or to the loan department for a metatarsophalangeal prosthesis, for an operation scheduled for monday (B)(6) 2025. At around 11:30 a.m., the hazebrouck or called me to ask about our implants. At the same time, I learn that an operation is underway at the center, with the patient on the table and anesthetized. After some discussion with the or, we realize that they don't have the right implants, staff realized that they had received the "swanson hand" implants instead of the "swanson foot" implants. At 12 p.m., doctor calls me, annoyed and stressed by the situation, as a patient has been put to sleep and placed on a table, fortunately we realized the error before making the incision and preparing the joint. Based on this issue the operation got canceled/postponed, and patient had to be aroused from narcosis. The patient was woken up and the patient rescheduled for (B)(6) 2025."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.